Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report multiple no delivery alarms during the basal rate delivery. The customer reported that her insertion sites have been hard, red, swollen and infected, and has required antibiotics. The customer also stated that she was hospitalized due to high blood glucose levels, insertion site infection, blood infection and fever. The customer stated that the health care professional told her she has cellulitis, major scarring and infection. Advised the customer to insert infusion sets in areas free from cellulitis, infection and scarring. Nothing further was reported.